Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands could not be deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was severely kinked at proximal section and was completely removed from the handle assembly when received, however there is evidence that the trip wire was secured in the handle slot. Six bands were attached to the ligator head and some were moved out of their position, indicating that the device failed to deploy them. The suture was intact and it was attached to the trip wire loop and the ligator head. Microscopic examination was performed and it was found that there were some scratches in the handle spool, indicating that the trip wire was pulled from the handle assembly. Some ligator head teeth were bent. No issues were observed on the suture hole. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the handle was turned and the audible click sound was heard; however, the bands did not deploy. Two more attempts were made but still unsuccessful. It was reported that the device was removed and it was noticed that 2 or 3 bands were stuck at the tip of the ligator cap. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the handle was turned and the audible click sound was heard; however, the bands did not deploy. Two more attempts were made but still unsuccessful. It was reported that the device was removed and it was noticed that 2 or 3 bands were stuck at the tip of the ligator cap. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.